Event description:
Information received by medtronic indicated that insulin pump had post reset ram crc alarm. Insulin pump received alert to change battery but they didn't change directly. Customer stated that insulin pump had loss of communication with transmitter. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.